Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two disconnections between the transfer set and the pd catheter. The process step was not reported. Subsequently, the patient experienced peritonitis. The cause of the disconnections was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced three events of disconnections in one year. It was previously reported the patient experienced two disconnections. It was further reported the patient did not use a titanium adapter but used a plastic adapter. The nurse stated they believed the cause of the event was due to the patient not securing their transfer set. Should additional relevant information become available, a supplemental report will be submitted.